Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer in the USA with supplemental information from the peritoneal dialysis registered nurse (pdrn) of user error and peritonitis in a home patient (hp). On an unreported date, the hp took apart his pd catheter and blew into it. The hp had reported to the pdrn that he had thought there was something in the tube. On (B)(6) 2012 the hp was diagnosed with peritonitis. The cause of the peritonitis was the hp blowing into the catheter. The hp was hospitalized on (B)(6) 2012 for the peritonitis event. Treatment was not reported. The hp was discharged on (B)(6) 2012. The hp recovered from this peritonitis event. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 in order to obtain additional information regarding this event. The pdrn clarified that it was the transfer set that the hp took off and blew into. The pdrn stated that the hp has been retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). A sample is not required for use error as there is no allegation against the device. The specific product code for the minicap transfer set is unknown; however, the brand name, manufacturing facility and 510k number will be provided in the MDR. Since the lot number is unknown, no batch review will be performed. Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the prevention of the use error that was identified in this complaint.